Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an external force was applied to the distal end, leading to the peeling of the glue at the tip. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The suspect device was evaluated by olympus and it was determined a crack was present on the c-cover due to damage associated with user handling. The likely cause of the reported event can be attributed to user handling. As stated in the instructions for use, as a preventive measure, "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Event description:
A user facility returned the subject scope to olympus due to a reported a hole at the tip of the scope and a hole within the scope, found on reprocessing. Upon evaluation of the returned device, it was noted that a crack on the c-cover was present. There was no patient injury or harm, associated with the problem, reported to olympus.